Event description:
The user facility reported a 36 year old female patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The patient developed right leg ischemia, losing pulses. The patient was scheduled to be transitioned to another impella device to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is from the IFU for impella cp with smartassist system section: potential adverse events (united states) which now also includes cardiac or vascular injury (including ventricular perforation).¿ d4-updated model number added- d6a/d6b.